Event description:
During preventative maintenance of the device, the user reported the membrane switch panel was cracked. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.